Manufacturer narrative:
The reported event was confirmed as the product was previously returned on a worn instrument form. However as the product was returned as a worn instrument and subsequently scrapped, visual and dimensional evaluation could not be performed prior to this evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was found fractured after sterile processing. No patient involvement was reported as a result of the malfunction. Attempts to obtain additional information are in progress, however further information is unavailable at this time.